Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 52-126 mg/dl. Customer was treated with glucagon and intravenous fluids of saline and insulin to address the bg level. Customer was discharged 4 hours later with the issue resolved and no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.